Event description:
It was reported that lead and ICD were explanted due to intermittent high pacing lead impedance measurements. The patient is doing fine after the event.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.